Event description:
It was reported that the sales rep reported that a pt has been implanted with a recalled trident cluster shell. It is further reported that this unit was part of a loan kit and the sales rep raised a query if this was part of the recall.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Lot is not distributed in the us.